Manufacturer narrative:
E1 phone number: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the alinity c processing module was generated instrument error messages and the creatinine results that were being generated were imprecise. The customer provide a value of < 0.06 mg/dl, which the customer considers these values to be incorrect. The customer provided additional creatinine results (generated on (B)(6) 2024) which were repeated on another analyzer. Patient 1 result was 5.17 (on sn (b)(6:) and repeat was 0.52 (on sn:(B)(6) . Patient 2 result was 3.46 (on sn (b)(6:) and repeat was 0.59 (on sn:(B)(6) there was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated. Parts replacement, adjustments, and cleaning were performed for the analyzer. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify a trend for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported that the alinity c processing module was generated instrument error messages and the creatinine results that were being generated were imprecise. The customer provide a value of < 0.06 mg/dl, which the customer considers these values to be incorrect. The customer provided additional creatinine results (generated on (B)(6) 2024) which were repeated on another analyzer. Patient 1 result was 5.17 (on sn (B)(6). And repeat was 0.52 (on sn:(B)(6) patient 2 result was 3.46 (on sn (B)(6). And repeat was 0.59 (on sn:(B)(6). There was no reported impact to patient management.